Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a power source alert when the pump was plugged into a pc. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a wall adapter for at least 30 minutes. Customer acknowledged. During follow up, the customer reported that the alert had not reoccurred after charging the pump. The customer¿s blood glucose was 141 (mg/dl).